Event description:
During a greenlight laser procedure, the tip of the laser fiber exploded into multiple pieces within the bladder. Due to the surgeon retrieving fragments from the bladder, the surgery time was extended approximately 45 minutes.